Event description:
During assembly prior to implantation, the modular neck would not fully seat onto femoral stem. A visible gap was noticed. Stem and neck were replaced and new ones were provided to the surgeon to proceed with surgery. This caused approx 10 min delay.

Manufacturer narrative:
The product was evaluated by omni. Gap between stem and neck were measured and considered acceptable. The mating areas of the stem and neck were reviewed and confirmed to be within specs. A lot record review was performed. No implants were rejected for dimensional or visual issues.